Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter; product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and complex regional pain syndrome type 2. It was reported that in 2009, the patient's pump was overinfusing and leaked so the catheter was removed but the pump still remained implanted. The hcp reported that the patient wanted the pump removed and were having a hard time finding a doctor to do the procedure. It was reported that the pump was beeping on the hour. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported the patient's pump was implanted on (B)(6) 2008. The pump was "not in a year" when it "leaked massively" and the patient overdosed. The pump was "turned off, or they removed the battery or something" at that time. The cause of the leak was unknown. The patient's weight was unknown. The issue was not resolved as the pump was still in the patient and beeped "six times every hour." The patient was unable to "do anything strenuous or wear a seatbelt" because of the pump. No further complications were reported.